Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: rupture observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Allergic reaction/hypersensitivity delayed, unable to observe, as it is not related to the device. Pain, unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side "both implants were completely destroyed". And allergic reaction. Patient later reported, pain. The device has been explanted and replaced. Patient reported, taking "antibiotics and anti inflammatory drugs to make it through the days".